Event description:
The hosp reported that during preparation for a coronary artery bypass graft surgery, two heartstring seals cracked while loading the seals into the delivery tube. The report did not provide any add'l info. No pt complications were reported by the hosp.